Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, customer was having arm 3 instrument recognition issues. Before calling into technical support, the customer stated that arm 3 was working, but then it would not recognize any instruments. The customer reseated the drape and tried a couple different instruments on arm 3 and it was not recognizing the instruments. It was a 3-arm procedure, so the customer moved the instruments to arm 4 and that was working, so they continued with the case with arm 3 moved to the side and they brought in arm 4. The technical support engineer (tse) recommended reseating drape, trying a new drape, and rebooting the system. The tse viewed logs and did not see any logs pointing to arm 3. It was informed by the customer that they will finish case and try the steps after the case, and will try engage a training instrument on arm3. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The reported issue was addressed with phone support. The fse confirmed with the customer that the replacement of the drape resolved the issue. There was no site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.